Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The complaint was opened from a statement made to a sales representative about issues observed six years ago. Not enough information was provided from the reporter for further investigation. Further information is not available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a history of glistening's with intraocular lenses following an unspecified number of intraocular lens implantation procedures. There was no patient harm reported.